Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -15.5/+6.0/092 diopter, in the patient's right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/16. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. (B)(4).